Event description:
Drive devilbiss is the initial importer of the device which is a walker. This report is being tendered in an overabundance of caution in response to an MDR regression analysis. Customers walker was caught in the carpet causing him to fall damaging the walker. He fell and hit his head and sustained a small cut which required a staple.